Manufacturer narrative:
H3: tpump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The 8709sc catheter was returned and analysis identified a hole in the catheter body. The neu_unknown_cath and 8578 catheter was returned and no significant a nomalies were found. Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010, explanted: (B)(6) 2021. Product type catheter pr oduct ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8578 lot# hg12d7d07 serial# implanted: (B)(6) 2016, explanted: product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that a rotor study was performed and demonstrated that the rotor was not stalled. Dye was pushed through the catheter and observed on fluoroscopy. A reservoir check was performed and 7.9 ml of saline was expected but only 2 ml was removed after multiple attempts. There was air bubbles observed in the syringe when aspirating from the reservoir, making the fluid look ¿foamy¿ at times.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg12d7d07 serial# implanted: (B)(6) 2016, explanted: product type catheter product ID 8709sc lot# n243626002 serial# implanted: (B)(6) 2010, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving bupivacaine (7.5 mg/ml at 1.8009 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported hearing an alarm from their pump and checked into the ER.  Upon interrogation, the alarm was determined to be a critical alarm for empty reservoir.  There were no known environmental, external, or patient factors that may have caused or contributed to the issue. Interrogation showed the critical pump alarm was sounding for an empty pump.  The ER physician aspirated 22 ml from the reservoir, expecting to draw back zero.  They then put 10 ml of preservative-free normal saline in the pump.  The patient was stable and therefore released to get a catheter dye study from another hcp in an outpatient setting. The issue was not resolved at the time of this report. Additional information was received via operative notes which indicated that on (B)(6)2021 the pump was found to have only a volume of 2.0 ml when the expected volume was 7.9 ml. It was also noted that excessive bupivacaine was extracted from the pump. There were concerns about a possible pump leak with fluid noted around the pump stie on (B)(6)-2021. For this reason, the pump was not refilled. The pump had previously had bupivacaine 7.5 mg/ml. The patient¿s last successful pump refill was on (B)(6)2021 after which the pump leak and unexpected volume measurement was documented. It was noted that the patient was evaluated by neurosurgery on (B)(6)-2021 after he missed a pump refill and needed a pump refill with saline. A thoracic x-ray was obtained (date not provided). A dye study was done on (B)(6)-2021 which showed appropriate dye flow to the tip of the catheter. It was also noted that he had had had a recent spine surgery with another physician who performed a lumbar decompression spinal fusion on (B)(6)-2021. The patient¿s low back pain severity was 8/10. The patient had had surgical therapy, oral medications, and physical therapy in the past. Medical management with the patient was discussed until the pump could be replaced on (B)(6)-2021. During the procedure on (B)(6)-2021, the pocket was opened with a scalpel and electrocautery was used to carefully dissect the pump from the adherent scar capsule before disconnecting the attached intrathecal catheter which was temporarily clamped. The pump was then removed. Attention was then placed to the lumbar spine. X-rays confirmed l1-2 interspace and the catheter was dissected and removed and the area was closed. The new pump and catheter were then implanted. It was noted that the patient tolerated the procedure well. The csf fistula was closed with 0-silk pursestring and the watertight closure was confirmed with a 30 cm h20 valsalva manuever.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that hcp stated they had this pump, catheter and was going to send the pump and catheter back to mdt analysis. Hcp stated the pump and catheter were replaced (B)(6) 2020 due to doctor stating patient had chronic low back pain and there was a malfunction of the intrathecal catheter and a malfunction of drug infusion pump system. Hcp had no further history. Replacement was scheduled for (B)(6) 2020. Additional information was received via operative notes which indicated that on 23-aug-2021 the pump was found to have only a volume of 2.0 ml when the expected volume was 7.9 ml. It was also noted that excessive bupivacaine was extracted from the pump. There were concerns about a possible pump leak with fluid noted around the pump stie on (B)(6)2021. For this reason, the pump was not refilled. The pump had previously had bupivacaine 7.5 mg/ml. The patient¿s last successful pump refill was on (B)(6) 2021 after which the pump leak and unexpected volume measurement was documented. It was noted that the patient was evaluated by neurosurgery on (B)(6) 2021 after he missed a pump refill and needed a pump refill with saline. A thoracic x-ray was obtained (date not provided). A dye study was done on (B)(6) 2021 which showed appropriate dye flow to the tip of the catheter. It was also noted that he had had had a recent spine surgery with another physician who performed a lumbar decompression spinal fusion on (B)(6) 2021. The patient¿s low back pain severity was 8/10. The patient had had surgical therapy, oral medications, and physical therapy in the past. Medical management with the patient was discussed until the pump could be replaced on (B)(6) 2021. During the procedure on (B)(6)2021, the pocket was opened with a scalpel and electrocautery was used to carefully dissect the pump from the adherent scar capsule before disconnecting the attached intrathecal catheter which was temporarily clamped. The pump was then removed. Attention was then placed to the lumbar spine. X-rays confirmed l1-2 interspace and the catheter was dissected and removed and the area was closed. The new pump and catheter were then implanted. It was noted that the patient tolerated the procedure well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause for the empty pump was determined. The critical alarm was going off with the message of empty pump but it was not empty, it had 22ml in it. The cause for the volume discrepancies was not determined. It was confirmed that the 22ml of drug was aspirated from the reservoir as the reporter witnessed 22ml was removed from the 20ml pump.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); implanted: (B)(6) 2010; explanted: (B)(6) 2021; product type catheter. Product ID 8578; lot# hg12d7d07; implanted: (B)(6) 2016; product type catheter. Product ID 8709sc; serial# (B)(6); implanted: (B)(6) 2010; explanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated important patient information.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter p roduct ID 8578 lot# hg12d7d07 implanted: (B)(6) 2016: product type catheter product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-26, additional information was received from the manufacturer representative (rep). They reported the patient had an ex ploratory revision surgery and the surgeon decided to remove and replace the entire system after not being able to aspirate the catheter even when the pump was removed from the pocket. The patient admitted to getting his insulin shots on the side where the catheter was tunneled around to the abdomen so the surgeon got proactive and replaced the catheter. The surgeon also stated that they might as well change the pump while he was in there to rule everything out.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# hg12d7d07 serial# implanted: (B)(6) 2016 explanted: product type catheter product ID 8709sc lot# n243626002 serial# implanted: (B)(6) 2010 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving bupivacaine (7.5 mg/ml at 1.8009 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported hearing an alarm from their pump and checked into the ER.  Upon interrogation, the alarm was determined to be a critical alarm for empty reservoir.  There were no known environmental, external, or patient factors that may have caused or contributed to the issue. Interrogation showed the critical pump alarm was sounding for an empty pump.  The ER physician aspirated 22 ml from the reservoir, expecting to draw back zero.  They then put 10 ml of preservative-free normal saline in the pump.  The patient was stable and therefore released to get a catheter dye study from another hcp in an outpatient setting. The issue was not resolved at the time of this report.